Manufacturer narrative:
A complete lead was returned in two pieces. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to fracture.